Manufacturer narrative:
The customer observed a leak from tubing through pinch valve vl46a. The customer was able to find replacement tubing and changed the tubing on the valve to fix the leak. The service call was cancelled once the customer was able to replace the tubing. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 2 ml from tubing through valve vl46a on a coulter lh 750 hematology analyzer during startup. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.